Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A microscopic inspection showed the heater wire flexed away near the center of the jaw. However, the heater wire was observed to have remained attached at both the tip and the base of the hot jaw. The silicone insulation on the jaws appeared intact and showed no signs of any crack or peeling. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal element in the jaws became separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal element in the jaws became separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.